Event description:
First hand piece connected to harmonic generator, unable to activate. Second generator opened and connected and functioning with no problem. No incident to the patient. Dates of use: (B)(6)2010 -- (B)(6)2010.